Manufacturer narrative:
Date of event: updated from unknown to (B)(6) 2018. Initial reporter occupation: updated from none to pharmacist.

Event description:
It was reported that a unspecified bd pen needle fell out of the needle cap after the injection. The patients mother reported that the needle that fell out of the device was stepped on by a sibling to the patient resulting in a dirty needle stick. There was no report of medical intervention.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. (B)(6). The initial reporter also notified the FDA on 06 september, 2018. Medwatch report # mw5079656. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a unspecified bd¿ pen needle fell out of the needle cap after the injection. The patients mother reported that the needle that fell out of the device was stepped on by a sibling to the patient resulting in a dirty needle stick. There was no report of medical intervention.